Manufacturer narrative:
(B)(4). Physio-control recommended the customer replace the device due to the lack of service options available. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
It was reported that the customer's device was showing all three icons (attention, charge-pak and service wrench) and would not power on. There was no report of any patient use associated.